Manufacturer narrative:
(B)(4). Date sent: 12/26/24 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device lock-out (no staples deployed and no cut line started)? - or, did the device start to deploy staples and cut but could not be completed (partially fire)? - or, did the device fully fire and stop during the automatic knife return? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device b12lt with lot number 465c10; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, it was observed that an error occurred in the process of firing the device. When surgeon pulled back the safety lock and fired the trigger, the blade was suddenly stopped in the middle of cartridge. As an emergency measure, the surgeon backed off the blade and detach it from the tissue. There were no reported adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 07/28/2025. D4: batch #a9cp4h. Corrected data: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was returned with the obturator inserted though the sleeve with no apparent damage. In addition, the packaging opened was returned along with the device. The device was visually inspected and no damaged found on the sleeve. The device was fully functional according to the manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without any damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch a9cp4h number, and no non-conformances were identified.